Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the friend/family member that the patient could not get the programmer to sync to the ins. The caller stated that the patient wanted to connect because they had been having some bladder issues for about 5 months now. Patient services reviewed information and on the call the patient received poor communication with and without the antenna. Due to the device age and the loss of therapy, patient services redirected the caller to follow up with the health care professional (hcp). No further complications were reported at this time. Additional information was received from the patient. They reported that cause was unknown for the inability to get the programmer to sync with the ins. The patient said they finally found a doctor that deals with this device. They said they have other medical issues that delayed the process, but they visited their doctor this week and getting scheduled in the next two weeks for battery replacement.